Manufacturer narrative:
510k: this report is for an unknown impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when impacting the tibial nail advance (tna) the pin sitting directly below the spring loaded driving cap began to toggle out of place with each mallet strike. Another set was of tna instruments with a second driving cap was opened and the same event occurred. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) unk - impaction instruments: trauma. This is report 2 of 2 for (B)(4).